Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hyperlipidemia (hld).

Event description:
It was reported that a patient with a 29mm 7300tfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of six (6) years, nine (9) months due to severe mitral stenosis. The patient was noted to be collapsing with exertion, lightheadedness, chest pain, and shortness of breath. The tmvr procedure was performed with a 29mm 9600tfx transcatheter valve resulting in a mean gradient of 5mmhg. Echo showed good valve-in-valve positioning with several small paravalvular leaks but no restricted leaflet motion. There were no complications and the patient was sent to recovery post procedure.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of six (6) years, nine (9) months due to unknown reasons. The tmvr procedure was performed with a 29mm 9600tfx transcatheter valve resulting in a mean gradient of 5mmhg. There were no complications to patient recovery. The patient was noted to be in recovery post procedure.